Manufacturer narrative:
Labels clearly indicate size info. No product or x-rays were returned for eval. Device history records indicate device manufactured to specification.

Event description:
It is reported that the device was implanted in 2007. It was realized that the surgeon used a 42/43mm insert for a 44mm shell by mistake. The surgeon will observe the pt's progress.